Manufacturer narrative:
One knife sample was received by manufacturing in an unopened blister package. All sample evaluation results were determined to be conforming to product specifications. The reported lot was identified. A device history record review was conducted and no additional investigation is required based on that review. The lot complaint history was reviewed which indicates that this is the first complaint for the reported lot number. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Event description:
A medical assistant reported that multiple knives did not have sufficient cutting edge during surgery. Additional knives were obtained in order to continue the procedure. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
A sample has been received that has not yet been evaluated by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).